Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used during a laparoscopic distal pancreatectomy. For the first part's vascular treatment, the clipping could be performed without problem. For the second part, maybe it was a branch of inferior mesenteric vein, the clipping was performed to resect the blood vessel. The first clipping on the blood vessel was performed and clipped without problem. When the surgeon attempted to perform the second clipping, the surgeon pulled the trigger, loaded clip and squeezed handle, but as the clip was not in the jaws, the blood vessel was torn and resulted in bleeding. The third clip was loaded in the same device, since the third clip was loaded; the surgeon was able to stop the bleeding by clipping. After the surgery, the sales rep checked the video together with the surgeon. At the bleeding scene, trigger was pulled and the metal bar that supporting the clip could be seen. Although the handle could be squeezed, there was no clip. No patient injury.